Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 568 mg/dl. Reportedly, elevated bg level was due to a non-tandem infusion set. Elevated bg was addressed by a correction bolus via the pump. The infusion set brand and manufacturer were not provided.